Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio pro meter read inaccurately high compared to another meter. The patient reported blood glucose results of "224 mg/dl" with a lifescan meter and "168 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient did not allege any harm or injury because of the reported issue.

Manufacturer narrative:
The meter and test strips have been returned to lifescan for evaluation. The test strips were evaluated and the alleged issue could not be confirmed. The evaluation of the meter has not been completed; therefore, no conclusions can be drawn at this time regarding the meter. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been evaluated by product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.